Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Event description:
It has been reported that the patient had an initial left total elbow arthroplasty on an unknown date with unknown implants. The patient was revised. During the revision it was noted that the ulnar component was loose. Subsequently, the patient was revised for a second time due to unknown reasons. Due diligence is complete. No further information has been provided.

Event description:
No additional information is available regarding the incident.

Manufacturer narrative:
This event is recorded by zimmer biomet under cmp-0958278 the following sections have been updated: b4, b5, g1, g3, g6, h2, h4, h6, h11. The following section has been updated: b1 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is unable to be confirmed. H6 component code: proposed code: mechanical (g04)- stem if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.